Manufacturer narrative:
UDI #: unknown, because the serial numbers were not provided. Complete catalog #''s, expiration dates, and serial #''s: unknown, not provided. If explanted, give date: na (not applicable) there is no indications that the intraocular lenses were explanted/removed. Device manufacture date(s): unknown, because the serial numbers were not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), debris was coming out of the cartridge and onto the iol. Additional information was received and the surgeon pointed out that most of the 5 or 6 cataract cases had debris on the lens after insertion and after the lens opened up. Some of the cases showed the debris on the anterior surface of the lens and others on the posterior. The debris came off quite easily and was vacuumed up during the viscoelastic removal portion of the cases. There was no debris in the viscoelastic before or after insertion. The surgeon did not think it was cortical material from the eye and she thought it came from the lens or the cartridge during insertion. No patient injury reported. No further information provided.

Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, product evaluation could not be performed. Manufacturing records review: the serial number of the lens involved was not provided; therefore, a review of the manufacturing records and a complaint search for the associated production order could not be performed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The dfu adequately provide the customer with information on proper device inspection before use. As a result of the investigation, there is no indication of a product malfunction or a product quality deficiency. The reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.